Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The ¿suspected medical device¿ reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ bi-directional navigation catheter approved under p030031/s053. (B)(4). The temperature never exceeded the cutoff; therefore, the temperature issue is not reportable. For the small amount of char/coagulum observed on the tip of the second catheter (lot #17038895l). A photo was received but it is not clear enough to state that the volume of the char/coagulum is below 1mm cubed; therefore, this issue is reportable for the presence of char/coagulum.

Event description:
It was reported that a patient underwent a procedure with a smart touch bidirectional sf catheter, and there was char/coagulum present. There were two catheters used to perform rf ablation in the left atrium (la) and within the coronary sinus (cs). A pulmonary vein isolation (pvi) was performed for the left and right pulmonary veins. A roof line and a box line had been created via ablation and a mitral isthmus line had been created. All the ablation took place in the left atrium and also in the coronary sinus to close the box line ablation. The catheter was used with stockert generator in power control mode at 900 seconds per ablation turn. Maximum power was 38 watts. Maximum temperature observed was 40 degrees. Maximum force seen was 70g. The first catheter (lot17073632l) had been drawn out to check the tip after the pvi, but before the roof line because of the above mentioned relatively high temperature during ablation. There was no char; however, they changed the catheter. The second catheter used had the lot number of 17038895l. Ablation was then done for the box line, mitral isthmus and in the coronary sinus. At the end of the procedure, when this second catheter was drawn out, the physician recognized small charring on the most distal catheter part. The procedure was completed without patient consequence. Upon request, additional information was provided on the event. There were no flow issues related to the catheter. They were using heparinized nacl. 1.000 ie per liter. They found a small coagulum on the second catheter. The physician did not consider that the char/coagulum was excessive. The highest temperature seen was 39 degrees. The cutoff was set to 40 degree celsius. This cutoff was never reached. The ablation reported on the bard ep reflected 40 degrees once.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). Analysis for the other catheter used with the lot number of 17073632l. It was reported that a patient underwent a procedure with a smart touch bidirectional sf catheter, and there was char/coagulum present. There were two catheters used to perform rf ablation in the left atrium (la) and within the coronary sinus (cs). The first catheter (lot #:17073632l) had relatively high temperature during ablation. The cutoff was set to 40 degree celsius. This cutoff was never reached. No char was observed however they changed the catheter to lot #:17038895l . The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and thermocouple response and it was found within specifications. An irrigation and generator test cannot be done since the device was used for a r&d investigation and tip was removed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The catheter met the manufacturing specifications. However, an internal investigation has been opened to further investigate. It was reported that a patient underwent a procedure with a smart touch bidirectional sf catheter, and there was char/coagulum present. There were two catheters used to perform rf ablation in the left atrium (la) and within the coronary sinus (cs). The second catheter (lot #:17038895l) ablation was done for the box line, mitral isthmus and in the coronary sinus. At the end of the procedure, when this second catheter was drawn out, the physician recognized small charring on the most distal catheter part. The procedure was completed without patient consequence. The returned device was visually inspected upon receipt and the tip dome had char. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint regarding the char has been verified. However, the catheter met the manufacturing specifications. An internal investigation has been opened to further investigate the char issue.